Manufacturer narrative:
(B)(4). (B)(6) 2015. The device was not available for evaluation; however, the customer provided a photograph of the device. A photographic inspection determined that there was fluid inside the housing of the device, indicating there was a leak. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusors bladder ruptured during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.